Event description:
The device got stuck within the guidewire. The target lesion was located in the severely calcified vein. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck within the guidewire. The procedure was completed with another of the same device.